Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the finding of the dirty light guide lens, the evaluation findings are as follows: the angulation in the up direction is out of standards due to the worn angle-wire, the bending section cover adhesive was broken, the connecting tube was corrugated, the plastic distal end cover was dirty, the electrical connector was corroded, switch 1 had a pinhole, there was corrosion from the control unit due to leakage, the play of the up/down knob was out of standards due to a worn angle wire, there was a waterproof failure due to a dented plastic distal end cover, deformed up/down knob and deformed right/left knob; the screen partially dark due to the broken charge coupled device (ccd) lens, the ccd lens was broken, and there was a leak from the tip. A supplemental report will be submitted if any additional information is provided by the user facility. The following provides additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. Regarding consideration of the foreign matter remaining in the device: the foreign matter was attached to a place other than the outer surface of the scope, so the foreign matter could not be removed by reprocessing. This could possibly be caused by physical stress from hitting the tip of the scope, dropping the tip, etc., and chemical stress from the chemicals used, etc., causing the adhesive around the light guide (lg) lens to peel off, causing moisture to enter the lg lens. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis lucera duodenovideoscope position of therapeutic accessory unintentionally becomes misaligned. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device, and without delay. There was no patient harm associated with the event. The device was returned and evaluated, and the light guide lens was found to be dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.